Event description:
It was reported that the customer experienced a high blood glucose level, with the specific value being displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and inspecting the site, tubing, and connections as instructed. Drops of insulin were observed at the end of the tubing, and no issues were identified with the infusion set, t: lock, or other equipment. The customer agreed to consult with a healthcare provider to discuss potential factors affecting blood glucose levels and to replace supplies as needed.